Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be fractured at the weld site; however, the device was not found to have melted housing. One device is in scope of (B)(4) for notification. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly overheating and had melted components, and the device was fractured at the weld site. There was patient involvement; no patient impact.